Manufacturer narrative:
No product was returned. The cause of the access site bleeding was high patient act values based on the provided clinical information.

Event description:
A 47 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported a hematoma formed after the patient went to surgery for coronary artery bypass grafting (CABG). Transfusion and surgical intervention were required. Upon intervention, it was noticed that the vessel was not damaged but the bleeding was coming from around the impella access site. The device was removed and patient remained stable.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿